Manufacturer narrative:
(B)(4). Pt information requested and all available information is included. This report was filed by the manufacturer. Product was evaluated and customer's complaint of leak from the drip chamber and/or pump segment was not confirmed. No root cause was identified because no fault was found with the set. The set was visually inspected under a microscope, no anomalies were identified. Functional testing was performed and leakage was not observed anywhere on the set. Based upon the smartsite valve laser number, the manufacture and expiration dates were identified.

Event description:
Customer verbally reported set leaked inside of the pump module. Note attached to return product reported tubing leaked near the drip chamber. Note stated the rn saw pooled liquid in the lock box which then was dripping on the floor. The user could see the liquid running down and dripping off the bottom of the drip chamber. No pt harm reported. Although requested, no additional event or pt information provided by the user.